Manufacturer narrative:
The pod was received fully deployed and no damage or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported improper insertion of the cannula. The exact cause of the reported improper insertion of the cannula could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl after wearing a new pod between 4 and 24 hours. The patient reported the cannula did not insert into their skin. The pod was removed, and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of unsure cannula was properly inserted. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone17.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.